Event description:
It was reported that during evaluation the device failed the sample mesh test. No harm or delay were reported as it relates to this event. Diligence is completed and no additional information is available. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a supplemental/final report will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutters failed to produce a complete mesh during the test cut; however, the repair was not completed because the cutters were returned without repair and notification that the cutter does not meet the zimmer mesh test acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.